Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked; however, the customer does not know where the location of the leak was. Customer's blood glucose level was 168 mg/dl.